Event description:
It was reported by the customer that a pyxis medbank system prevented user to logon with fingerprint and it affected all users. The customer added that there was no delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d4, d5, d9, e3, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device prevented users were unable to login with biometric scanner. A field service engineer found the device was functional with no issues only it occurred for certain ethnicities. The system functioned as intended after the field service engineer investigated the device.

Manufacturer narrative:
Section h6 - updated adverse event problem(refer to coding manual). Section h11 - updated - upon investigation of the actual device used in this incident it was determined that the biometric scanner worked fine. The field service engineer informed customer. The system functioned as intended after the field service engineer investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medbank system prevented user to logon with fingerprint and it affected all users. The customer added that there was no delay to patient care. There were no adverse events or injuries reported based on this event.